Event description:
It is reported that upon extraction of the provisional, a portion of the patient's medial femoral condyle fractured off.

Manufacturer narrative:
Evaluation summary: without additional information the definite cause of the failure cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.